Event description:
It was reported that the user consumed a protein bar without announcing a meal, after which glucose rose to 265 mg/dl and the ilet delivered correction insulin; the user then exercised without pausing the pump and experienced hypoglycemia to 55 mg/dl, treated with two glucose tablets, with no alerts or alarms issues and no medical intervention required. Customer care provided support that included troubleshooting and education regarding pausing insulin during exercise and announcing meals. Investigation of this case revealed user management factors, including a missed meal announcement and continued insulin delivery during exercise, which are consistent with expected device behavior. No clinical symptoms associated with hyperglycemia reported. Outcomes included transient hyperglycemia followed by hypoglycemia that was self-treated without assistance. It was concluded, based on previously established findings for similar reports, that the cause was use error related to therapy management during exercise and meal handling.